Manufacturer narrative:
Reference: CAPA-20-00141.

Event description:
It was reported via the implant patient registry that this valve model 290027mm was explanted after an implant duration one month and six days due to endocarditis. As reported, two weeks after procedure the patient felt tired and five weeks after procedure he presented fever. The blood culture showed staphylococcus simulans. The transoesophageal echocardiography showed vegetations on the prosthesis. A valve model 3300tfx27mm was implanted in replacement. As reported, the patient finished the six weeks post-surgical antibiotics treatment without complication. The patient presented a 1st degree av block. The patient was noted as to be well and discharged.